Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil and ketamine via an implanted pump. The indication for pump use was spinal pain. The patient reported that the controller was not working at all. The patient stated that when they ¿go to boost the pump, the controller stays frozen for hours¿. The agent walked the patient through clearing the data in the controller which resolved the issue. The patient was able to connect to the pump without any lag.